Manufacturer narrative:
Updated information: b5 (event description), d4 (serial number and UDI) and h2.6 (annex b, c, and g codes) medtronic led an evaluation of the associated device data logs for the reported sterile interface module. Evaluation of the device data logs show multiple instances of insertion disabled due to no instrument being attached. This could be an indication of recognition issue but that cannot be confirmed through the data presented by the logs. The logs do not show any indication of connection of the monopolar curved shears sterile interface module. Evaluation of the sterile interface module noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during docking for a laparoscopic sigmoid colon resection with robot support, with a patient under anesthesia, the monopolar curved shears were attached to a sterile interface module (sim) but not recognized. No error messages were displayed at the time. The monopolar curved shears was replaced with another product to resolve the issue, and was able to be recognized when attached to the same sim. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during docking for a laparoscopic sigmoid colon resection with robot support, with a patient under anesthesia, the monopolar curved shears was attached (to a sterile interface module (sim)) but not recognized. No error messages were displayed at the time. The monopolar curved shears was replaced with another product to resolve the issue, and was able to be recognized when attached to the same sim. There was no reported patient injury.